Manufacturer narrative:
G2: country south africa medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that they were told they only need charging every 10 days for 20 minutes. The battery was smaller and would last 15 years reducing the number of operations required. To date patient have had very little success in not only charging the device as per the manual , but also finding a program that works, however, the current program that they were set seems to be working the best. This new mode came with a small bag containing a charger, communicator, and cell phone. All the items need constant charging to ensure their implant device can operate. Load shedding is not helping. The previous model had no such limitations. This is not an improvement. With every charge, patient have battled for sometimes more than 30 minutes to connect. Once they finally connect, they need to keep extremely still to ensure it keeps charging. No walking around doing chores with the belt, or at the desk working as advised. Charging takes at least 40 minutes plus. Patient is extremely disappointed in product. This new technology was supposed to make life easier but has not. It has just added more stress and frustration to patient's life. Patient stated that had they known that this would be a constant struggle, they would have kept old device which was so much easier. Patient stated they need options are as they cannot continue with the product as it does not deliver what was promised. On 2023-sep-14 additional information was received. They reported cause unknown. It was unclear what the contributing factor was. They stated the patient is able to charge however it just does take a bit of time. They are awaiting response from surgeon. On (B)(6) 2023 additional information was received. It was reported that the patient has an appointment with hcp on (B)(6) 2023. The issue was not resolved. On (B)(6) 2023 additional information was received. The manufacturer representative (rep) reported that it was determined that the device has flipped and is lying on itsside . The healthcare professional (hcp) has scheduled the patient for a repositioning on (B)(6) 2023.

Event description:
Additional information was received. The manufacturer representative (rep) reported the repositioning did happen. The devices are all connecting correctly and the issue is resolved at this point.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.